Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0dc8k, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was stated that three weeks prior to report the patient began having ¿zaps¿ and vibrations down their back with shock like sensations that would get better when they layed down. It was noted if the patient was on their feet too much it would become more severe. Reportedly, the patient turned down their settings on program 1 from 2.4 volts to 1.9 volts two weeks prior to report but could not hold their urine so they turned the setting higher to 2.5 volts the week before report.